Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the patient connector of three (3) peritoneal dialysis (pd) transfer sets and three (3) titanium adapters. The connections in two (2) events were loose and one (1) event was described as a disconnection. These events occurred during use of the devices for pd therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.